Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was running out of battery and the physician talked about putting in a rechargeable device. The patient noticed his ins was dropping pretty fast and was now at 3.63v. No symptoms were reported.